Manufacturer narrative:
Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw issue. Additional mdrs associated with this event: MDR 3025141-2015-00037: screw 1.

Event description:
Six months after performing a scaphoid-capitate fusion using two acutrak screws, one screw backed out and the other screw loosened.